Event description:
The procedure was a laparoscopic cholecystectomy. Reportedly, during the procedure, the instrument balloon cover cracked and a fragment fell into the patient's abdomen. No pt injury occurred.